Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The tubing was cleaned and reinstalled to resolve the issue.

Event description:
The hospital reported a leak from the machine causing a loss of suction. There was no report of patient involvement.